Event description:
It was reported that the patient presented for an implant procedure. Post procedure interrogation noted that the implantable cardiac monitor (icm) had reset inappropriately. The icm also exhibited intermittent telemetry. The icm was explanted and a new icm was implanted. The patient was discharged with no adverse consequences.